Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: disconnection in curled cable. A root cause could not be identified. Based on the results of the investigation, it is likely the disconnection in curled cable led to noise in image. The most probable cause of disconnection in curled cable is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope cable had interruptions in transmission and problems with image transfer. There were no reports of patient harm.